Manufacturer narrative:
Balloon: model-72400024, lot sn- (B)(4), mfg date- 05/19/2016, exp date- 05/03/2021. Pump: model- 72400098, lot sn- (B)(4), mfg date- 05/19/2016, exp date- 05/17/2021.

Event description:
It was reported that the patient experienced the removal of an artificial urinary sphincter(aus) device six months ago due to sepsis. A replacement surgery was performed. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that it is unknown how long the patient experienced sepsis. After months of recovery, the surgeon implanted a new ams 800 system. The physician did not report what caused sepsis.